Manufacturer narrative:
H3: the motor battery pcba was returned to the manufacturer for analysis. Analysis found that the motor battery pcba passed functional output bench testing. Visual inspection confirmed all led's lights pass and leaky caps were present. The motor charger board was installed in a test system; the system readied and charged as expected. 2d and 3d images were acquired successfully. No battery, low voltage or unexpected power down during testing . Analysis found that the reported event was related to wear and/or fatigue stress of the component. The battery charger 1 pcba was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed leaky capacitors. The pcba was warped. All leds lit. Bench and functional tests passed. The charger's output and sense voltage were within range. All chargers outputs,a, b, c, d, e, f, g, h and sense output voltage were within range. The battery charger 1 was installed in a test imaging device. The system readied, 2d and 3d acquisition were successful. Analysis found that the reported event was related to wear and/or fatigue stress of the component the battery charger 2 pcba was returned to the manufacturer for analysis. Analysis found that the battery charger passed functional output bench testing. Visual inspection confirmed all led lights pass and leaky caps were present. The battery charger board was installed on a test system, the system readied and charged as expected. No battery, low voltage or unexpected power down occurred while under test. There was no functional problem found. Analysis found that the reported event was related to wear and/or fatigue stress of the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative replaced all three boards and the system was operational. The imaging system then passed the system checkout and was found to be fully functional. The charger boards have been returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that during the system checkout, it was found that the battery charger boards were dead and not working. There was no patient present when this issue was identified.